Event description:
It was intended to use an integrity 3.00 x 18 mm rx bare metal stent in the lad vessel. It is reported that during positioning the stent failed to be expanded due to possible balloon failure. The integrity stent was replaced with another stent. There are no reported patient complications.

Manufacturer narrative:
Evaluation results: (root cause could not be identified). No results available since no evaluation was performed (device or procedural images were not returned for review). Evaluation conclusions: (root cause could not be identified). Unable to confirm complaint (device or procedural images were not returned for review). (B)(4).

Manufacturer narrative:
Results: damage most likely occurred during attempted positioning of the device. Conclusions: damage most likely occurred during attempted positioning of the device. (B)(4).

Event description:
Evaluation summary: the hypotube was bent approximately 10cm distal to the end of the strain relief. The distal inner and outer lumens were ripped starting at the guidewire entry port and extending 9mm distally along the shaft. The stent was positioned on the balloon between the inner shaft markers with no deformation evident to the struts or segments. Negative prep confirmed the presence of a leak. On pressurization of the device water was seen leaking from the ripped section of the shaft distal to the guidewire entry port.